Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The cause was use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device also received an internal/external inspection. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 18:17:53. During night drain cycle six, the patient's ultrafiltration reading was 1996ml, indicating the home patient (hp) drained 1536ml more than their maximum programmed fill volume of 2300ml. No additional information is available.